Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
Defective needle collection device, which tore the jelco and made a new hole in the patient's limb.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38181214 and lot number 5115211. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.